Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to a ventricular tachycardia (vt) ablation interventional procedure. Reportedly, the suture was caught in the suture bearing, resulting in the device getting stuck. The suture was cut and the device was freed. The sutures of two new prostyle devices were successfully pre-placed. The use of an 8.5f sheath was continued and the vt ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.